Manufacturer narrative:
Explant was reported due to structural valve deterioration. The investigation found that the cusps had marked degenerative changes, with diffuse thinning and loss of collagen. A tear and retraction were present in cusp 1. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.

Manufacturer narrative:
Explant was reported due to structural valve deterioration. The investigation found that the cusps had marked degenerative changes, with diffuse thinning and loss of collagen. A tear and retraction were present in cusp 1. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2013 a CABG(lad(left ima), rca#4av and rca#4pd(saphenous vein, sequential) and mvr were conducted for angina pectoris, old myocardial infarction(anterior) and mitral regurgitation(anterior mitral leaflet prolapse) on the patient. The patient had the following comorbidities: hypertension, ulcers, bechet's disease, gastric cancer, parotid gland tumor and smoking. A 29mm epic stented porcine heart valve w/flexfit system was implanted with the everting-mattress suture technique using pledgets in the patient's mitral position. An abbott sizer was used in the surgery. There was no problem after the surgery and the patient was working. However, the patient sometimes experienced shortness of breath in exertion during the summer of 2020 and the symptom occurred frequently till (B)(6) 2020. Atrial fibrillation(af) was pointed out by a nearby hospital and cibenzoline and verapamil were prescribed, but were not effective on the patient. Respiratory discomfort worsened on (B)(6) 2021, and the patient presented at the ER of (B)(6) hospital. Congestion in the small bronchi was confirmed, but the symptom appeared to be improving and the patient was sent home. The next day, the patient visited the nearby hospital and was referred to the cardiology division of (B)(6) hospital for atrial fibrillation. Mitral regurgitation was confirmed in echocardiograph and structural valve deterioration(svd) was suspected. Re-do mvr, left atrial maze procedure and closure of left appendage were performed on (B)(6) 2021. The epic valve was explanted and replaced with a 27mm carpentier-edwards perimount(cep) valve(manufacturer: edwards lifesciences). Upon explant, the cuff part of the epic valve was covered with white connective tissues circumferentially. Calcification on the leaflets were almost none, and there was no tear at the commissures, either. The cause of the svd was shortening of one of the cusps. It was reported that the patient is currently stable post-operation.